Event description:
Report received from USA stating that the device was heating up. The device was not being used during surgery. There was no pt or user injury. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still I process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).